Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The overlapped part of the stents appeared not to have been fully expanded. Thrombus aspiration was performed three times and the stents were dilated with a 3.0 mm non-abbott non-compliant balloon catheter at 18 atm. The procedure was completed after ivus examination. The patient recuperated on (B)(6) 2017. Subacute thrombosis is suspected. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other xience alpine device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the index procedure on (B)(6) 2017 was to treat a lesion in the proximal to mid left anterior descending (lad) artery due to an acute myocardial infarction (ami). The xience alpine 3.5 x 23 mm stent and the xience alpine 2.5 x 23 mm stent were deployed at 14 atmospheres (atm) in an overlapping manner. Pre-procedure timi flow was 2 and after implantation of the xience alpine stents it was timi flow 3. The patient was discharged from the hospital on an unknown date. On (B)(6) 2017, the patient experienced chest pain therefore the patient visited the hospital as an outpatient. St elevation was observed by electrocardiography (ECG) and coronary angiography (cag) was to be performed. However, immediately after a sheath was inserted into the puncture site, there were some technical issues with the cine equipment at the hospital. The patient was transferred to a neighboring hospital (hachinohe red cross hospital) where percutaneous coronary intervention was performed. On angiography the lad was confirmed to be totally occluded (100% stenosis) and percutaneous coronary intervention was performed. After a guide wire crossed the lesion thrombus aspiration was performed using a thrombuster iii, three times. However, no substantial amount of thrombosis was aspirated. The stents were dilated with a 2.5 mm non-abbott non-compliant balloon catheter. Timi flow was improved to timi 3. Intravascular ultrasound (ivus) was performed and a substantial amount of stent was observed inside the stents.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. A cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: the stent malapposition was confirmed via ivus and is the likely cause of the occlusion of the stents. The probable cause of the restenosis/thrombus of the stents is malapposition confirmed on ivus. The reported patient effects of angina and thrombosis are listed in the xience alpine everolimus eluting coronary stent system instructions for use as known patient effects that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the stent malapposition. Although the malapposition possibly contributed to angina and thrombosis, a conclusive cause and relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.